Event description:
Received medwatch report from a facility indicating that the resident was found dead in a sitting position on the floor with his wedged between the upper rail and the mattress. The bed was in the flat position at the time of the incident.